Manufacturer narrative:
The product was not returned for analysis. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the mfg documentation. Add'l info was requested on 10/17/2007, 10/18/2007 and 10/22/2007 by phone, email, fax, and mail. The questionnaire has not been returned.

Event description:
A surgeon reported the intraocular lens (iol) was not in the correct position following iol implant surgery. The surgeon performed an add'l surgical procedure in 2007 in order to reposition the iol. Add'l info has been requested.